Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve was positioned at approximately 3-5mm in depth with relation to the annulus. A transesophageal echocardiogram (tee) and angiography showed moderate-severe paravalvular leak (pvl). The tee confirmed calcification in the area of the pvl. Post-implant balloon aortic valvuloplasty (bav) was performed but the pvl remained. A decision was made to implant a second 26 mm transcatheter bioprosthetic valve, valve-in-valve approximately 2-3 mm deeper to seal the pvl. Angiography and tee showed trace-mild pvl following the implant of the second valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.